Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with heavy calcification and 90% stenosis. The 3.0 x 20 mm trek balloon was used for pre-dilatation; however it ruptured at 15 atmospheres due to the calcified lesion in the lad. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The balloon rupture was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the review of the information provided, there is no indication of a product quality deficiency.